Event description:
The following has been reported: damaged while in transit, scuffs and small dents a preliminary review of the device logs was not performed. The device was returned for evaluation. Upon return, there are scuffs/scratches of the handle above the primary leds. No other outside damages were observed. The pump was turned on to check functionality. The pump red pump alarmed right away, pneumatics would not start up. The device was opened to inspect for internal damages. The retaining plate is cracked. During investigation it was found that the lower right/lower left/upper loading pins have the spring going over the c-clip due to a defect in it and will need replaced at repair with new loading pins. The engineering pneumatic plate was placed in the pump to check for alarms and no alarms arose. The logfiles were pulled and showed multiple air compressor failures. The pump was reverted to bring up mode, and the recharge test was ran to check for failures. The recharge test failed confirming the air compressor is bad. The handle, retaining plate, upper loading pins, both lower loading pins, and air compressor will be removed and replaced during repair. After all repairs have been made the pump will be sent to the test line for full functional testing. Reporting as a conservative measure due to the air compressor issue identified during testing. No adverse effects were reported.